Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received two inappropriate shocks in the secondary sensing vector. The physician had also noted occasional under-sensing when the device was programmed to the primary sensing vector. Boston scientific technical services (ts) was contacted for review, and it was discussed that the two inappropriate shocks were delivered due to a fast rhythm with a change in morphology, which led to the rate being detected and treated within the tachycardia therapy zone. Ts noted that the patient is currently under atrial fibrillation (af) medical treatment, so the observed fast rhythm was likely aberrant af. Continuing to assess clinical options for af management was recommended, as well as potential reprogramming options were provided to prevent further inappropriate therapy. Ts also explained that the under-sensing could be the result of a high degree of amplitude variation. Additionally, it was noted that the patient had a previous transvenous implantable cardioverter defibrillator system explanted due to infection, but it is currently unknown if that system was composed of boston scientific products. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.